Event description:
It was reported that the patient presented in the clinic for follow-up. Device interrogation revealed the right ventricular (rv) lead exhibited noise reversion episode with high ventricular rate. The lead was capped and replaced (B)(6) 2021. During procedure, rv lead insulation breach was noted. The patient was stable post procedure.